Event description:
The customer obtained a repeatedly lower than expected k+ result for one patient sample. The event is consistent with a malfunction that could have caused false patient results to be reported. No patient sample results were reported. There was no report of patient harm as a result of this event.